Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. When asked if the patient knew the dose or concentration of the drug in the pump, he stated he didn't know but thought it was "2 point something." The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that he had his pump refilled yesterday ((B)(6) 2019) and the pump was ¿bone dry." Last night, he felt tingling and was up all night sweating. He wanted to have the pump turned down. No further complications have been reported as a result of this event.

Event description:
Additional information received from a consumer (con) reported after a withdrawal period the pump had been shut down, and hadn't been used since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that on the day of refill physician was not able to aspirate the expected volume of 4.4ml on a 40ml pump. Fluoroscopy was used to confirm he was in the pump reservoir. Later that evening the patient began to have nausea, vomiting and overall feeling of being sick beginning 8:00 pm wednesday (B)(6) 2019. The patient called the office the next day requesting a decrease. The pump dose was decreased 10%. As of friday, (B)(6) 2019 the symptoms were improving. They planned for a for dye study next week. Surgical intervention did not occur and was not planned. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering dilaudid 20mg/ml at 3.4mg/day. The patient status was noted as alive no injury and no further complications were reported.